Event description:
Additional information received from the healthcare provider stated that the cause of the peritonitis was due to slipping of the external fixing plate, and not due to a user error. The healthcare provider clarified that the initial placement distance from the external fixation plate to the stoma was within the recommended distance stated in the IFU.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, the patient was diagnosed with a stoma infection and peritonitis. The fixation plate was tightened, and the patient received unknown oral antibiotics. On (B)(6) 2020, the infection recovered. The IFU states the distance from the skin to the external fixation plate should be 5-10mm. As in this case the distance after surgery was more than 5-10mm, it will be considered a use error.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced peritonitis due to the external fixation plate of the peg tube migrating down the tube. The patient was hospitalized on unknown dates for the peritonitis. It is unknown if the patient received any additional treatment for the peritonitis. No further information was available.